Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer's mother reported the pump changed time by itself on (B)(6)2014; instead of 7 pm, the device showed 9 pm. Mother stated at the night, the patient's blood glucose level was 321 mg/dl. Mother alleges the pump did not deliver insulin correctly due to time change. Mother stated on (B)(6)2013 patient had martial arts from 3-4 pm and then at 6:45 pm he ate and administered 2.9 units of insulin via the pump. Mother reported the patient's blood glucose level was 107 mg/dl, then at 9:36 pm 172 mg/dl, at 11:51 pm 98 mg/dl. Mother stated patient ate. Mother reported on (B)(6)2013 at 8 am, the patient had a seizure and afterwards a wound on the end; mother administered glucagon via syringe and called the emergency doctor. Mother stated after 10 minutes, the patient's blood glucose level was 104 mg/dl and he was taken to the ICU via ambulance, treated with insulin via perfusor, and released on (B)(6)2013. Requested return of the alleged pump for evaluation.